Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the iol got stuck in the injector, making implantation impossible. According to the additional information received, the surgery was completed using another iol in same procedure. There was patient contact but no patient harm.

Manufacturer narrative:
Correction information provided in d.4. And h.6. (FDA product code and FDA health impact code) the product was not returned for analysis. Photo provided showing company preload device in a blister tray. The plunger can be seen advanced. The lens is outside of the device and is positioned in the blister tray. Based on our observation of the attached photo, the lens is returned outside the device. No confirmation can be made on the lens position in the device during the advancement. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).